Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. After running three separate accuracy tests, the device was found to be over delivering to the manufacturing specifications. The expulsor was out of mechanical spec for unknown reasons. The expulsor was recommended to be replaced in order to bring the delivery into more nominal range.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump experienced over infusion, and bubbled up downstream occlusion. No patient involvement reported.